Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil winding were offset. The proximal end of the introducer sheath was advanced distally beyond the mid-joint of the pusher assembly. Evaluation of the returned device revealed that the embolization coil windings were compressed and offset. This type of damage may occur if the pod packing coil (podj) is forcefully advanced against resistance. The non-penumbra microcatheter was not returned and therefore the root cause of this initial resistance could not be determined. Further evaluation revealed the introducer sheath was advanced distally beyond the mid-joint on the pusher assembly and the embolization coil had been retracted through it. The inner diameter of the friction lock on the proximal end of the introducer sheath is smaller than the outer diameter of the proximal end of the podj¿s embolization coil. If the podj is retracted through the friction lock resistance and offset coil winds will likely result. The returned podj was attempted to be advanced through a demonstration microcatheter; however, the podj could not be advanced out of its introducer sheath during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician felt resistance and was unable to advance a podj fully out of the introducer sheath and into the non-penumbra microcatheter; therefore the podj was retracted. Upon retraction, the physician again felt resistance and the podj became stretched. The podj was removed and the procedure was completed using the same microcatheter and a new podj. There was no report of an adverse effect to the patient.